Event description:
During an in-clinic follow-up, noise resulting in oversensing, and automatic mode switch (ams) were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no consequences.